Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, high thresholds and undersensing were observed on the right atrial lead despite multiple positioning attempts. The helix ultimately filled with tissue and as a result the lead was explanted. Implantation of a replacement lead was then attempted but the lead was also removed due to high thresholds and undersensing. A third right atrial lead was implanted. Poor sensing and high thresholds were also observed on this lead but the physician decided to complete the procedure. The third lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.